Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2021 via bha. It was reported that during the surgery, after injected the cement and inserted a stem (the stem was manufactured by another company), and, when waiting for the cement to cure, the patient's condition suddenly changed and became critical. The surgery was completed with over 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the complaint states: ¿the primary surgery was performed on (B)(4) 2021 via bha. It was reported that during the surgery, after injected the cement and inserted a stem (the stem was manufactured by another company), and, when waiting for the cement to cure, the patient's condition suddenly changed and became critical. The surgery was completed with over 30 minutes delay. No further information is available." Retained sample retest results: retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions. Tm-t150 cement results: extruded @ 2min 15sec. End of working time: 07 min 39 sec. Setting time: 08 min 51 sec. The cement mixed and behaved as expected; all results are within specification. Tm-t228 functional testing - all observations passed, including effective vacuum during mixing, and the cement mixed and extruded without issue. Tm-t062 - benzoyl peroxide = 2.065% w/w ¿ within specification. Tm-t220 ¿ dmpt content = 0.626% w/w - within specification. Tm-t109 ¿ powder ir scan = positive. Tm-t179 ¿ liquid ir scan = positive. No product problem or unusual observations were observed on the testing of the retained samples of this batch. Dva-107020-fde rev 10 was reviewed. The patient codes reported in this complaint are included; in each case the risk is considered as low as possible and cannot be further mitigated. IFU-0630035 rev 3 was reviewed and acknowledges sudden death as a possible reaction in the undesirable effects section. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Expiry date: 31 may 2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b2 (is death) and b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h1 and h6 (impact code). Removed impact code serious injury and changed to death.

Event description:
Additional information received stating that the patient passed out after the surgery. The patient was over 90 years old and had some underlying disease.